Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged an inaccuracy. The surgeon confirmed accuracy after patient registration, however, post-op computed tomography (CT) scans showed the tumor was missed by 5mm. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4). 12/02/2014 a medtronic representative, following-up at the site, reported there was no additional time added to the procedure. The surgeon closed after obtaining a sample. The surgeon reportedly does not want to bring the patient back. - no parts have been returned to manufacturer for analysis. - no further issues have been reported.

Manufacturer narrative:
Correction: to patient age. Inaccuracy was 5mm in the medial direction. The tracer technique is not optimal for a good tracer registration. Software is functioning as designed.

Manufacturer narrative:
Correction: patient age provided. A medtronic representative went to the site to test the equipment. Several registrations were performed and the reported issue could not be duplicated by medtronic personnel. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The instructions for use (IFU) that accompanies the device provides guidance and recommended pattern for tracer registration.